Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138700. Model: sc-2138-70. Serial: (B)(6). Batch: 112268 and 112286.

Event description:
It was reported that the patient experienced inadequate pain relief and lost a significant amount of weight which was now contributing to discomfort at the ipg site. Reprogramming was attempted but did not resolve the event. The patient reported struggling with the device overall and opted to have it explanted, therefore the patient underwent an explant procedure. No other information is available at this time. The current location of the device is unknown. Additional information was received that the entire system was explanted.

Event description:
It was reported that the patient experienced inadequate pain relief and lost a significant amount of weight which was now contributing to discomfort at the ipg site. Reprogramming was attempted but did not resolve the event. The patient reported struggling with the device overall and opted to have it explanted, therefore the patient underwent an explant procedure. No other information is available at this time. The current location of the device is unknown. Additional information was received that the entire system was explanted.

Manufacturer narrative:
Device technical analysis: ipg: sc-1110; (B)(6): the ipg (implantable pulse generator) passed all the required functional tests, visual, analysis of data logs. This device exhibits normal characteristics. Lead: sc-2138-70; (B)(6): the lead was cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Lead: sc-2138-70; (B)(6): the lead was cleanly cut after the distal end and several cables were exposed at the distal. The cable exposure at the distal would occur during the pulling stage of the lead and is not considered a failure. No other anomalies were identified on the lead aside from the damage at the distal end. Labeling review a labeling review was performed on the ipg and leads directions for use (dfu). There is no evidence that the device was used in a manner inconsistent with the labeled indications. Investigation conclusion: based on all available information, it was determined that the patient experiencing inadequate stimulation after a significant weight loss, which is now contributing to discomfort at the ipg site, and overall struggling with the device could not be confirmed. It was confirmed that the ipg was operating normally and no problem was detected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief and lost a significant amount of weight which was now contributing to discomfort at the ipg site. Reprogramming was attempted but did not resolve the event. The patient reported struggling with the device overall and opted to have it explanted, therefore the patient underwent an explant procedure. No other information is available at this time. The current location of the device is unknown.